Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the unicel dxi 800 access instrument. A patient sample (a) was tested for accu tni and a result of 0.67ng/ml was obtained. The result was reported out of the lab. A fresh sample (b) was collected from the patient and tested for accu tni, and the result was 0.08ng/ml. The original sample was tested for accu tni on a different instrument in the customer's lab and a result of 0.16ng/ml was obtained. The customer then re-tested both samples for accu tni on the unicel dxi instrument and obtained results of 0.17ng/ml and 0.10ng/ml for sample a and b respectively. The customer did not receive any report of patient injury requiring medical intervention or change ot patient treatment attributed or connected with this event.

Manufacturer narrative:
Qc was within customer's specifications before and after the event. The samples were collected in 13x100, bd, plastic, lithium heparin tubes. A field service engineer was dispatched to the customer's lab in 2007: the fse conducted diagnostic and accu tni precision testing; all results passed within specifications. The fse verified the instrument per established procedures. In a follow-up with the customer in 2007, they stated this appears to be an isolated event. The customer have not seen additional fliers to date and do not question any other results or assays at this time. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.